Event description:
Boston scientific received information that this device and right ventricular lead displayed shock impedance measurements less than 20 ohms. When the measurement was repeated, normal values were observed. An x-ray was performed revealing a possible lead insulation issue. A further follow up visit will be performed in the near future to determine whether a lead revision will be performed.

Event description:
Additional information was received. It was thought the issue was due to aa lead insulation issue and there was no device issue. As of this date, this device remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As of this date, this device and lead remain implanted and in service. When additional information becomes available, this event will be updated.